Event description:
Unit being used by resident. This vent started to sound continously and stopped working. On vent screen was a message "vent inop". Vent was removed from the resident. No harm was done to resident. Accessory used: hme. Unit on ac power source at the time of event.